Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the pt is needing MRI of the foot. Caller reported the ins is not working per pt. The programmer is not connecting to their ins. Caller noted pt stated that the ins is off and they tried replacing batteries in the programmer. Caller was not with pt at time of call for troubleshooting. Additional information was received from the healthcare provider. The cause of the device not working was not caused by normal battery depletion, however the most likely cause was because the device was turned off. The steps taken to resolve the issue was by reaching out to the manufacturing representative to assist patient in turning the device back on. The issue has not yet been resolved. The cause of the programmer not connecting to the ins was unknown, the most likely cause was because the device was turned off. The cause of the ins being off was determined to be because it had been manually turned off. The manufacturing representative had been contacted. The issue had not yet been resolved.